Event description:
It was reported that the lead exhibited intermittent capture due to fracture. It was also noted that the patient experienced muscle stimulation. The lead was explanted and replaced.